Event description:
It was reported to tyco healthcare/kendall that a customer had a issue with a dialysis catheter. The customer reports a hole in his permanent pd catheter. The hole was approximately one inch from the exit site. The catheter was spliced behind the hole and new transfer set applied. One day later the catheter began leaking again. The patient was sent to see a physician for replacement.

Manufacturer narrative:
Submit date: 7/17/2008. An investigation is currently underway upon completion the results will be forwarded.